Manufacturer narrative:
The instrument was running with key switch in the interrupt override position which is non-standard operation when the injury occurred. The dimension rxl max operator's guide states: "only trained operators should use this [interrupt override] key switch and then only as directed in this manual". The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Operator was performing maintenance on the instrument when the imt probe punctured a sample cup. While trying to remove the sample cup, the probe moved and punctured the operator's hand. Operator was given an anti-viral cocktail and is seeing an infection control physician.